Event description:
It was reported that this left ventricular (lv) lead exhibited lead dislodgement confirmed via x ray. This lv lead was implanted for only one day, subsequently explanted, replaced with a non boston scientific model and will not be returned. No additional adverse patient effects were reported.